Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the adc device not powering on with button press or test strip insertion and as a result, the customer experienced a seizure. The customer was unable to self-treat, required a non-healthcare professional (non-hcp) treatment however, details of the treatment were not provided. The paramedics were then called and upon arrival, the was provide unspecified drinks and sweets for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.